Manufacturer narrative:
The product was investigated in the laboratory of the manufacturer. A visual inspection was performed. The oxygenator was heavily clotted. The integrated sensor connector is damaged and the contacts in the connector are bent.. The product was cleaned with sodium hypochlorite solution and no other abnormalities were detected. Thus the reported failure could be confirmed. Clotting is a known phenomenon to mcp and the cause of this incident was determined to not be attributed to a device related malfunction. Based on these results and the information available at this time, the oxygenator in question operated within mcp specifications. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The product was requested by the manufacturer for laboratory investigation. The investigation is still pending. A supplemental medwatch will be submitted as soon as further information becomes available.

Event description:
According to the customer: "perfusionist stated the patient went on ch at 5pm, by 11pm the pressure drop was rapidly rising.it went from 30, to 60, 70, to 110. They tried lowerinf flow, gave volume, and they maxed out the fi02. When they lowered flow the patient struggled so they ultimately at pd of 110 switched out both the console and started a new disposable. Patient did better but perfusion was concerned the 1st circuit failed too early? Oxygenator was not clotting and act's were 250, not on heparin. They did state the impell device was placed improperly at previous hospital but concerned disposable malfunctioned." (B)(4).